Manufacturer narrative:
Concomitant medical products: 5071 lead, implanted (B)(6) 2014; 6947 lead implanted (B)(6) 2011; 5866-38m adaptor, implanted (B)(6) 2014.

Event description:
It was reported that the two epicardial left ventricular (lv) leads were exhibiting high thresholds. Both leads were capped with no replacement. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.